Manufacturer narrative:
The serial number of the toothbrush handle was not provided. Complaint received from (B)(4). Device manufacturing date not available due to the toothbrush handle not being returned.

Event description:
Consumer called stating that the brush head was coming off their flexcare blue toothbrush handle. No injury reported.

Manufacturer narrative:
Additional products/accessories received and evaluated; no failures detected: part number: serial #: description: a hx60xx (B)(4) proresults standard brush head (brush head #1); hx60xx (B)(4) proresults standard brush head (brush head #2); hx6160 (B)(4) triton sanitizer charger, the root cause of the customer's complaint could not be determined.